Event description:
The reporter feels that the gloves were designed to protect healthcare employees allergic to latex and not a pt that has a latex allergy. The outside of the glove is latex and the inside is latex-free. The rptr feels that the name of the product is misleading.